Manufacturer narrative:
Device passed the rewind, basic occlusion, prime/a33 and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify e70 alarm in the alarm history due to history file overwritten.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and motor position encoder alarm. Customer's blood glucose level was unknown. Customer reported that the drive support cap was protruded, loose, sticking out and flush. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer reported that the motor error alarm reoccurred. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.